Manufacturer narrative:
No product problem detected. Fractured locator could not be removed. Dentist should be consulted instruction for use to prevent this from happen.

Event description:
Fractured locator could not be removed from dental implant. The implant needed to explanted.